Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a needle to cuff miss was observed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: a2 - age at time of event, a2 - age units (patient): updated. A3a ¿ sex: updated. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number: updated. E4: initial report sent to FDA updated from no to yes. G2: report source updated to user facility. H6: medical device problem code: code 1562 was removed and code 1142 was added. Attachment medwatch uf/importer report #(B)(4).

Event description:
Subsequent to the initially filed reports, a user facility medwatch report (mw #: (B)(4)) was received that states: "describe the event or problem: product failed to engage. What was the original intended procedure? : aaa endo. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; " although a suture break was originally reported, the medwatch states "product failed to engage", suggesting that a cuff miss occurred (where the needle failed to engage to the cuff). Analysis of the returned device also suggests this since the posterior needle tip of the returned device found the needle tip to be bent.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device using the pre-close technique via an 18f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred. The sutures of two new prostyle devices were successfully pre-placed. The aaa procedure was completed using the same 18f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.